Event description:
Customer reported with an issue of the "inner sheath damaged tip". The issue occurred during reprocessing. According to the report, the damage was noticed while reprocessing the item and was received in the department without any patient information or issues with the surgery. No further information was provided. No harm was reported. No patient harm, no user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue was confirmed. The sheath tip was broken, sharp, and deformed. No additional defects/failures were noted. Device history records (dhrs) were reviewed and showed the product met all specifications upon release. Manufacturing date: november 2018. The final manufacturing date was not provided in the dhrs. Based on the device inspection findings and the incident information provided , the damage which occurred was most likely due to user mishandling during device reprocessing. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. Potential damage to distal tip is addressed in the device IFU (instructions for use, rev 99-1033_fk). The IFU states, "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings#3, page 4) olympus will continue to monitor complaints for this device.